Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
Customer reported a motor error alarm when she was rewinding her insulin pump. Customer's blood glucose was 354 mg/dl. The customer could not recall any significant events leading to the alarm. Customer stated she was able to rewind her insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No add'l info provided.